Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative reported that the system was notable sluggish with navigation. System had many patients on storage. Images were removed. C and d drive were de-fragmented. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, after performing an imaging spin, the mobile view station (mvs) became unresponsive when the site went to use it. Unplugging and reseating the umbilical cable did not resolve the issue. A force shutdown was performed and when the system was powered on, the system functioned normally. The imaging spin was still on the system and the site proceeded with case. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. The analysis found that the software functioned as designed as the issue was identified to be due to the hard drive of the viewing station of the imaging system computer as previously reported. If information is provided in the future, a supplemental report will be issued.